Event description:
This is a follow-up for the initially filed MDR (3006575795-2021-00011).

Manufacturer narrative:
The service provider provided the investigation report on 03/17/2021. The actual device was tested. The pump failed the flow rate testing with a flow rate deviation of 8.25%, which is outside of the ±5% specification. The reported issue was confirmed. The pump was calibrated and tested to meet full specification.

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On (B)(4) 2021, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on (B)(6) 2021 and reported that pump 500573 failed flow rate test "@ 21.4 unit need flow calibration." The device operator was a utility technician. No medication was being infused. No patient was involved. The issue was discovered during the preventative maintenance.